Event description:
It was reported that the user experienced elevated blood glucose and a headache and indicated intent to seek urgent evaluation. Symptoms included hyperglycemia and headache. Outcomes included user decision to pursue emergent care. Investigation included internal review of the event based on available call details. Investigation of this case revealed no device malfunction could be identified because no device performance data or return was available for assessment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.